Event description:
A peritoneal dialysis (pd) patient called for assistance with draining his pd fluid. He was having hemoptysis. His pd nurse confirmed he was admitted to the hospital. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. The following mdrs are related: 8030665-2014-00173, 2937457-2014-00260 and 1713747-2014-99908.